Event description:
It was reported patient underwent a wrist fixation procedure in (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to tissue irritation caused by one of the screws being too long. During the procedure, it was noted the incorrect dvr removal kit was provided. Another removal kit was utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.